Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault was confirmed via submitted log files. Submitted log files revealed on (B)(6) 2025, at 15:11:56, a driveline communication fault associated with communication (b) faults activated and remained active for the remainder of the reported event date. Pump operation was not affected. The driveline communication fault alarm did not affect the modular cable's ability to support the system. No other notable events were observed. The modular cable (lot unknown) was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause of the reported event was unable to be conclusively determined through this analysis. Lot number was not provided, therefore the DHR review was not performed. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were driveline communication fault alarms on (B)(6) 2025. The patient was unable to clear the alarm with a self-test. Log files were sent for review. The event log confirmed the reported driveline communication (b) faults. The system controller and modular cable were exchanged which resolved the alarm.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault was confirmed via submitted log files. Submitted log files revealed on (B)(6) 2025, at 15:11:56, a driveline communication fault associated with communication (b) faults activated and remained active for the remainder of the reported event date. Pump operation was not affected. The driveline communication fault alarm did not affect the modular cable's ability to support the system. No other notable events were observed. The modular cable (lot 7088211) was returned for testing with discoloration/damage to the bend reliefs and outer layer of the modular cable. The modular cable was placed within a cirris test fixture to evaluate the integrity of its inner wires, and the cable did not pass. The modular cable¿s wires were individually measured for continuity. The yellow (communication b) and brown (power a) wires measured intermittently as open lines indicating a break in the wires. The modular cable was tested with a test system controller and mock circulatory loop powered by a power module. A driveline communication fault alarm was not reproduced, even when heavily manipulating the modular cable. The modular cable was also tested with the returned system controller and a mock circulatory loop powered by a power module and no alarms were reproduced even when heavily manipulating the modular cable. The polyurethane jacket and underlying layers were removed to expose the internal wires, and upon removal of the last layer of protection, both the yellow (communication b) and brown (power a) were observed to be broken near a kink, consistent with previous measurements. The reported communication b faults were consistent with the damaged yellow wire, no further testing was performed. The root cause of the reported event was determined to be the observed broken yellow wire. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.